Event description:
New information noted that ICD was explanted and replaced with new device. Patient condition was stable.

Manufacturer narrative:
Reported event of slow charging was confirmed. The device was received at end-of-service (eos) range of operation. Analysis of device image was performed, and capacitor maintenance time out was noted. Device was cut open and hybrid testing was performed. Capacitor charging was initiated in the lab, and the charge timeout was reproduced, consistent with a hybrid anomaly that resulted in the reported event.

Event description:
New information noted that long charge time was observed due to excessive previous therapy.

Event description:
It was reported that during a follow-up device check, long charge time was observed in (B)(6) 2025. A capacitor test was performed and timed out; another test was conducted, and the charge time was also long. No further information was reported. The patient was in stable condition with no adverse health consequences.